Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power controller board was replaced, and the unit was returned to service.

Event description:
During a ge healthcare inservice of the unit, the anesthesia machine lost power. There was no patient involvement.